Event description:
It was reported that during an unknown laparoscopic procedure, the jaws could not be opened with the release button after the device was inserted into the patient via a trocar. The device was removed from the patient and the doctor tried to open it out of the patient, but it did not open. The cartridge was blue. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, the sales rep explained to a nurse about releasing, and the jaws were opened with the manual knife reverse switch by the nurse.

Manufacturer narrative:
(B)(4).